Manufacturer narrative:
(B)(4). Additional information: the tip of the trocar appeared burnt upon being pulled out of sterile packaging. It was never inserted into the patient or used in the surgical field.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the tech noticed that the tip of trocars looked burnt. Case completed with another device of the same product code. There were no patient consequences reported.